Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that falsely depressed carbon dioxide (co2) results were obtained on 11 patient samples on the dimension vista 500 instrument when the quality controls (qc¿s) were unacceptable. The customer also reported water purification module (wpm) resistivity errors. Siemens determined that the customer replaced q-gard filter in the morning of 10-jul-2023. As per siemens instructions, the customer replaced the q-gard filter and verified progard and q-gard positions. The customer emptied and refilled water tank 2 times to clear water. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and determined that the wpm module had low resistivity. The cse replaced the reverse osmosis (ro) cartridge filters and completed the 4-hour flush. Next, the cse ran an empty and fill sequence on the wpm water tank to refresh the water. Then, the cse ran all qc and recalibrated the co2 assay. The calibration and qc recovered acceptably. Siemens concluded that the low water resistivity in the wpm tank and a use error potentially contributed to the falsely depressed co2 results. The customer processed the patient samples while the qc's recovered out of range. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
Falsely depressed carbon dioxide (co2) results were obtained on 11 patient samples on the dimension vista 500 instrument when the quality controls (qc¿s) were unacceptable. The erroneous results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument and recovered higher than the erroneous results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.